Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on three different occasions while healthcare workers were using bd insyte¿ autoguard¿ bc shielded IV catheters, safety retraction failure occurred. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture:yes.

Event description:
It was reported that on three different occasions while healthcare workers were using bd insyte autoguard bc shielded IV catheters, safety retraction failure occurred. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: the lot number was built on afa line 11, from jan 31, 2018 thru feb 3, 2018. Review of the DHR revealed all required challenges, set up and in process samples according to the quality plan were performed and passed per specifications. 1 non-related qn (B)(4) - ¿leaking beyond the plug¿) was initiated and disposition of the product, root cause and corrective action were applied according to the quality control plan. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received a 20ga insyte autoguard unit consisting of a needle-barrel assembly and a catheter adapter assembly . Visual/microscopic examination: traces of patient residue were observe on the catheter and the needle assembly. The needle was received fully retracted within the safety barrel. The needle was pushed into the out position and no damage was found on the needle. There were no traces of adhesive and the components were intact (no damage). The unit successfully retracted when the white button was pushed. The catheter tubing revealed a v shaped cut caused by the needle tip. Investigation conclusion: root cause; relationship of device to the reported incident: indeterminate. Needle through catheter failure: the v shaped cut observed on the catheter tubing is supporting evidence the damage was caused by manipulation (re-cannulation) of the device. A definite source that caused the damage observed on the catheter was indeterminate, it is unknown if it happened during manufacturing or during/prior use. IFU for insertion: as stated within the training brochures, catheters should be rotated 360 degrees prior to insertion. This process should assist penetration and threading process. After the tip adhesion has been removed by rotating the catheter, the catheter should be seated to ensure the correct catheter placement exists for ease of penetration. Breaking tip adhesion also promotes a smoother threading process. Instructions to rotate the catheter prior to insertion are contained in the IFU. Needle retraction failure: the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated.

Event description:
It was reported that on three different occasions while healthcare workers were using bd insyte¿ autoguard¿ bc shielded IV catheters, safety retraction failure occurred. There was no report of exposure, serious injury or medical intervention.